Manufacturer narrative:
Based on the service logs and onsite investigation by a spacelabs field service engineer, faulty communication from the du to acb was found. Du pn 050-9003-00 was replaced and the repaired unit passed all functional tests. The repaired unit was returned to service without further issue. During the du communication issue clinical staff responded appropriately per their training; manual ventilation, medical gases and alarms remained operational. This investigation is considered complete and this particular issue closed.

Manufacturer narrative:
The customer turned the unit off and back on which successfully reset the device, then continued to use the device the rest of the day. Spacelabs has launched an investigation into this event and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that an arkon anesthesia machine entered a failed state displaying the triangle warning icon during a surgical case on (B)(6) 2015. No injury was reported as the result of this event.

Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer medical device evaluation results code.